Event description:
This lv lead implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead impedance has increased a bit over past 2-3 weeks. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).